Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had unknown mentor saline prostheses implanted in (B)(6) of 2004 and experienced multiple concerns post procedure. Almost immediately post-surgery heart palpations were reported. Over the course of the next several years fibromyalgia, raynaud's disease, tachycardia, chronic fatigue, and other unspecified health issues were noted. The devices explanted in (B)(6) of 2018. The patient has reported symptom relief was since explant. See 1645337-2019-09107 for contralateral prosthesis report.